Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that during the preventative maintenance, the battery failed the inspection/maintenance. There was no patient involvement.

Event description:
It was reported to philips that during the preventative maintenance, the battery failed inspection. There was no patient involvement.